Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital due to repeated syncopal episodes. Interrogation revealed high, out-of-range right atrial (ra) lead impedances. A rhythm strip with intracardiac egms was provided. Boston scientific technical services (ts) noted what appeared to be oversensing of the minute ventilation (mv) sensor signal on the right ventricular (rv) lead. It was suspected that this oversensing could also indicate a right ventricular (rv) lead issue. Ts recommended turning the mv sensor off and perform further troubleshooting to isolate the root cause. It was concluded that the mv sensor signal had switched from the ra lead to rv lead, which is normal device behavior when ra impedance measurements are high. Subsequently, the signal was oversensed on the rv lead causing pacing inhibition and asystole, which may have resulted in syncopal episodes. Approximately 10 days later, the patient presented to the hospital with an additional syncopal episode. Oversensing of the mv signal was not observed at that time since the mv sensor was off. An rv lead issue was again suspected as the root cause. Surgical intervention was performed and a new pulse generator and lead system was implanted on the patient&#38112;right side. The above-referenced pacemaker and competitive leads remain implanted on the left side. It was reported that the patient suffered an intracranial hemorrhage as a result of the repeated syncopal episodes.